Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in pacing threshold measurements shortly after implant. The patient reportedly performed arm movements before the recommended six weeks, and it was suspected this may have caused the threshold to increase. Visual examination noted no abnormalities of the explanted lead. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in pacing threshold measurements shortly after implant. The patient reportedly performed arm movements before the recommended six weeks, and it was suspected this may have caused the threshold to increase. Visual examination noted no abnormalities of the explanted lead. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection noted dried blood around the helix. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported high pacing threshold measurements.